Event description:
Pump returned for MFR with report of pump returned for disposal reasons and catheter had a hole. Catheter was not returned with pump. Pt had experienced intrathecal baclofen withdrawal symptoms. A dye study had been performed. Pump and catheter replaced. A supplemental medwatch report will be filed when add'l info is rec'd.